Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery was messing up and the controller was messing up the recharger. The patient said the battery pack was charged at 50 and then will show the battery pack was not depleting, but was increasing. The patient said the battery level was showing as 90%, but it started at 80%. The patient said the recharger has issues where it takes 2.5 hours to charge. The patient thought the controller needed to be replaced. The patient said they have had to reset the controller multiple times. The patient said the system works great in controlling his pain. The patient said they saw a software problem message, but they didn't recall when or what the code was. The patient said after 2.5 hours the ins still didn't show as fully charged. The patient said the ins was showing as 50% charged and then 1.5 hours later it is depleted. The patient mentioned an event date of about 2 weeks prior to the report. No symptoms or further complications were reported.